Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty (bt) treatment to the right and left upper lobes of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6)2013, following the bt procedure, the patient experienced an event of asthma exacerbation with mild symptoms of shortness of breath and wheezing at discharge. On (B)(6) 2013, the patient¿s symptoms began to worsen and she started to experience chest tightness and developed a cough. The patient was instructed to go to the emergency room, where she was then hospitalized. During her hospitalization, she was treated with the following medications: chlorhexidine gluconate, advair, heparin, atrovent, xopenex, lorazepam, solumedrol, and prednisone. On (B)(6) 2013, the patient was discharged from the hospital. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.14, fev1 % predicted: 73.79, fvc: 3.06, fvc % predicted: 84.53. Post-bronchodilator: fev1: 2.42, fev1 % predicted: 83.45, fvc: 3.36, fvc % predicted: 92.82. Additional information received as of (B)(4) 2013. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the reported batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma and non-cardiac chest pain are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial thermoplasty (bt) treatment to the right and left upper lobes of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2013, following the bt procedure, the patient experienced an event of asthma exacerbation with mild symptoms of shortness of breath and wheezing at discharge. On (B)(6) 2013, the patient¿s symptoms began to worsen and she started to experience chest tightness and developed a cough. The patient was instructed to go to the emergency room, where she was then hospitalized. During her hospitalization, she was treated with the following medications: chlorhexidine gluconate, advair, heparin, atrovent, xopenex, lorazepam, solumedrol, and prednisone. On (B)(6) 2013, the patient was discharged from the hospital. **baseline spirometry values - visit date: (B)(6) 2013** pre-bronchodilator - fev1: 2.14; fev1 % predicted: 73.79; fvc: 3.06; fvc % predicted: 84.53. Post-bronchodilator - fev1: 2.42; fev1 % predicted: 83.45; fvc: 3.36; fvc % predicted: 92.82.